Event description:
According to the customer description: 'resident was in alenti chair. The alenti was at a medium height. The caregiver rotated the chair in a circular direction. The right castor (from chair side) fell off. No injuries to resident or caregiver reported.' Ref MFR number: 9611530-2013-00059.